Manufacturer narrative:
The complaint investigation for false reactive alinity s htlv I/ii and alinity s hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not performed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lots 31402be00 and 35562fn00 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A technical review of field data for alinity s htlv I/ii and alinity s hbsag was performed. Overall reactive rates of lots 31402be00 and 35562fn00 across core, applicable peer sites and across all us customer sites were collected and assessed. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 31402be00 and 35562fn00 are within product requirements, within package insert specificity claims for cadaveric specimens and comparable to other lots analyzed in the comparison. Both at the peer sites and at core the performance of lots 31402be00 and 35562fn00 are within package insert specificity claims for cadaveric specimens. Based on the information within the complaint record, the devices met performance specifications at the customer site as all reactive rates were within product requirements respectively package insert claims for cadaveric testing. Based on the investigation alinity s htlv I/ii reagent lot 31402be00 and alinity s hbsag reagent lot 35562fn00 are performing as intended, no systemic issue or deficiency of the alinity s htlv I/ii and alinity s hbsag reagents were identified.

Event description:
The customer observed false reactive alinity s htlv I/ii and alinity s hbsag results for multiple cadaveric tissue donor samples. The following data was provided (units of measure is s/co):(B)(6) 2022 sid (B)(6) initial htlv I/ii result = 7.63, repeats = 5.41 and 4.79, western blot = negative (B)(6) 2022 sid (B)(6) initial htlv I/ii result = 2.47, repeats = 2.53 and 2.46, western blot = negative on (B)(6) 2022 sid (B)(6) initial hbsag result = 1.75, repeats = 1.66 and 1.47, neutralizing confirmatory testing was not completed as cadaveric sample testing is not allowed per the corresponding alinity s hbsag confirmatory assay package insert. The sample appearance was normal and was spun according to the package insert requirements. No tissue was discarded due to the incorrect results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MFR 3002809144-2022-00275-00 for htlv assay.